Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device evaluation: the actual device was returned for evaluation. The device was evaluated, and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, a visual and functional assessment was performed which found that the bottom trigger was not working properly (sticky). It was further determined that the device failed pretest for check for off/oscillation/on switch mode function; check for compatibility between colibri/small battery drive (sbd) and colibri ii/sbd ii and check for the function with electric pen drive-console. During repair, it was observed the trigger's guide sleeve was damaged. It was observed that there was an unknown liquid substance on the motor and other components were worn and had some debris on them. It was determined that the issues were consistent with user improper cleaning methods and normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Upon further review of the device evaluation, it was determined that the reported condition was confirmed. Therefore, evaluation result has been corrected from the reported condition not confirmed to confirmed. The assignable root causes were determined to be due to improper cleaning methods and normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery for an orthopedic surgical procedure, it was discovered that the small battery drive device was broken, would not turn off and continued to run. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.